Event description:
On (B)(6) 2012, the pt underwent treatment for an aneurysm in the descending thoracic aorta. The stent-grafts were placed without incident, but on withdrawal of the 24 fr gore dryseal sheath, the iliac artery ruptured. The outer diameter of the sheath (9.1 mm) was larger than the access vessel diameter. The surgeon performed an aortobifemoral bypass of the ruptured vessel, and the pt was transferred to intensive care.